Event description:
This is filed to report clip damaged by another clip causing slda and embolization which required medical intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with grade 4. The first clip delivery system (cds) was advanced to the mitral valve and the clip was deployed successfully without issue. The second cds was advanced and during positioning, the cds came in contact with the first clip and caused the clip to have a single leaflet device attachment (slda). After a few seconds, the clip completely detached from both leaflets and became stuck in the left lower pulmonary vein. The patient became hypotensive and to be safe it was decided to use a balloon pump to stabilize the patient and the procedure continued. Two clips were implanted, reducing mr to 2. A snare device was used to retrieve the embolized clip from the pulmonary vein successfully. The patient remained stable. There was no tissue damage noted to the valve. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incident reported from this lot. All available information was investigated, the reported device damaged by another device appears to be related to user technique/procedural circumstances. The reported single leaflet device attachment (slda) resulting in complete clip detachment (ccd) appears to be due to procedural conditions. Additionally, embolism and foreign body removal are cascading events of the ccd. A cause for the reported hypotension could not be determined. The reported patient effects of embolism and hypotension are listed in the instruction for use (IFU) as known possible complications associated with mitraclip procedures. Lastly, he reported medical intervention and percutaneous coronary intervention was a result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design or labeling. The second clip referenced is filed under a separate medwatch report number.